Event description:
It was reported that during preventative maintenance (pm) performed by the medtronic personnel, this ht70 ventilator was observed to have failed the shutdown buzzer alarm test. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Section e initial reporter cannot be provided due to japanese privacy regulations. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that during preventative maintenance (pm) performed by the medtronic personnel, this ht70 ventilator was observed to have failed the shutdown buzzer alarm test. The device was available for evaluation. While the service personnel (sp) was performing preventive maintenance, this ht70 ventilator was observed to have failed the shutdown buzzer alarm test. So, sp replaced the control board. The unit passed all calibrations and tests per the manufacturer's specifications at the time of service. The cause of the reported event was isolated in the field to a potential fault in the control board (c159), which could result in the shutdown alarm failing to annunciate. This ventilator is in the scope of a field corrective action (fca). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.